Manufacturer narrative:
Concomitant medical product: 4092-58 lead implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that a post-operative interrogation indicated that the atrial lead had low bipolar impedance. In addition, oversensing was noted in some atrial events and the lead was undersensing in the bipolar configuration. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.